Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that when she took the reservoir out of the insulin pump, the clear ring around the reservoir was broken and insulin pump was cracked. Also when she turned the insulin pump over insulin was dripping out but she did not saw any damage to reservoir of infusion set. Customer aso had high blood glucose. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.